Manufacturer narrative:
An investigation currently is underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a g-tube. The customer reports that gastric acid is leaking and the installed button is causing a lot of pain to the child. The button was installed on (B)(6) 2013. The mother had to take the child to the hospital. The child had an abdomen injury caused by a flow of gastric acid. The burn is approximately 2.5 centimeters in diameter. The child was not hospitalized; he received a prescription for a cream to be applied on his burn (coloplast). The mother indicates that she had serious difficulty feeding him as he was crying out with pain. However; his condition is now good.